Manufacturer narrative:
Additional information was requested and the following was obtained: did the device activate without pressing the min or max button or the footswitch? The device was just sitting on the mayo table when it was restarted. Did the device do anything when the gen11 displayed reactivate? No information. Or, was this message on the gen11 all that was noticed? No information.

Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, the device was reactivated automatically and ¿reactivate¿ was displayed several times when the device was on the mayo table. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n91d6e. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.